Manufacturer narrative:
(B)(4): the device was returned to animas and evaluated by product analysis on (B)(4) 2012 with the following finding: testing confirmed the audio bolus button is completely detached from the pump. Unrelated to this complaint, the display was dim/fading. When replaced with a test screen, the display functioned properly.

Event description:
The patient contacted animas on (B)(6) 2012 stating that the audio bolus button was intermittently unresponsive. The patient stated that after the responsiveness issues had started, the audio bolus button fell off. The patient denied any evidence of moisture in the pump. The patient reportedly wore the pump in a pocket and did not clean the pump. There was no reported adverse event associated with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.